Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic gastric sleeve the patient had an unknown issue. It was stated that the patient incurred a temporary injury.